Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for the femoral shaft fracture. During the insertion, the endcap couldn¿t be inserted completely. The end cap was a stable status with stuck to the nail and inserted diagonally. The surgery was completed successfully. The patient outcome was stable. This complaint involves one (1) device. This report involves one (1) end-cap f/a2fn cann extend. 10 tan grey. This report is 1 of 1 for (B)(4).